Event description:
Laparoscopic stapler misfired twice. Or tech states she opened the package to the ligaclip 10mm endoscopic rotating mult. Clip applier and placed it into the sterile field. Surgeon went to apply the clips (by pulling trigger). Two clips came "flying out" of applier. The applier was taken out and the two clips were retrieved with a grasper. Tech inspected applier and it appeared to be working correctly after initial incident. Device was returned to field and functioned normally for remainder of case. No injury to the patient and tech indicated very minimal loss of time due to retrieval of clips. Device does come already loaded with clips/staples.